Event description:
It was reported that the insulin pump had unexplained no delivery alarms. It was also reported that the customer had to frequently change the battery and the insulin pump rejected new batteries a couple of times. Customer declined to troubleshoot. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.